Manufacturer narrative:
MFR received date: 23oct2019. The device serial number: (B)(4). The field service engineer reported that there was nothing wrong with the ventilator with this serial number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit was turning on and off. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported that the unit was turning on and off. There was no patient involvement.